Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (4).

Event description:
It was reported that during an esophageal procedure, the first device was stuck in place. The surgeon inserted a second device in order to remove the first device. The surgeon broke the first device in an attempt to remove it. The second device became stuck in place. The sales representative was contacted and came to the or. A copy of the IFU was faxed to the customer and instruction for steps to use from the package insert were given. It was later reported that the device locked on tissue; the jaws would not open. The surgeon used an ortho instrument to grasp the articulating joint; he pulled back on the articulating joint against the shaft of the endocutter and finally the jaws opened. The patient has been discharged. There was no bleeding. However the patient was scheduled to have an esophageal x-ray. The device did cut and staple properly. The procedure was prolonged by one hour. Additional information received on 2/17/2010: the device was disassembled in order to be removed from the patient. Postoperative imaging revealed that the staple line was intact, no leakage. Male patient is expected to have a full recovery. The device is currently in the possession of the account.